Event description:
The customer contacted stryker to report that their device did not detect a shockable rhythm during patient care. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer.

Event description:
The customer contacted stryker to report that their device did not detect a shockable rhythm during patient care. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The device nor further information was provided by the customer. The cause of the reported issue could not be determined. H3 other text : device not returned to manufacturer.